Manufacturer narrative:
Model #, corrected data: the initial MDR inadvertently indicated that the model number was "30x-unk" rather than indicating "ni"

Event description:
It was reported by a physician that an unknown patient had high impedance with an unknown root cause. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.